Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The reporter alleged the pump has poor battery life. Corrosion was noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings: a review of the pump¿s history showed a sudden drop in battery voltage. A visual inspection of the pump revealed that the battery cap was corroded and the threads were damaged and the battery compartment was cracked. The pump failed a leak test due to the battery compartment crack and a display lens leak. A test cap was used and some corrosion was cleaned from the battery terminal; the pump was able to power on normally. The current draws were found to be within specifications. The pump case was opened and no evidence of moisture corrosion was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.